Manufacturer narrative:
H3: product analysis. As found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; within primary and secondary plastic bio-pouches; and within an opened pipeline flex shield inner pouch. The pipeline flex shield pushwire was returned within the phenom 27 catheter. Damage location details: the pushwire was extending out from catheter hub. No bent or kink was found with pushwire. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. In addition, the middle section was found to be fully opened and no damage. Testing/analysis: the pipeline flex was pushed out from catheter without any issue. The total and usable lengths of phenom 27 catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the device analysis and reported information, the customer¿s report of pipeline stuck inside the capture coil as the braid was returned detached from pushwire. However, the root cause could not be determined. Additionally, based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open as the distal, proximal and middle section of the braid were found to be fully opened and damaged. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was nomal, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis ¿as found condition: the pipeline flex shield embolization device was returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex shield inner pouch; and within a dispenser coil. ¿damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found to be fully opened and damaged. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion based on the analysis findings, the pipeline flex shield could not be confirmed to have failure /incomplete open at distal as the device was resheated. In addition, the pipeline flex shield braid ends were found fully opened and damaged. However, the root cause for damage could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was moderate. Which eliminates this factor out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the failure to open and stent stuck on the core wire was not determined. There was no friction or difficulty during delivery or positioning. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent was stuck on the core wire and the proximal, middle, and distal sections would not open. Multiple techniques were attempted to get it to open but were unsuccessful. The pipeline was resheathed and removed from the patient with the phenom 27 microcatheter. The stent was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an unruptured, saccular, left internal carotid artery (ica) with a max diameter of 5 mm and a 4 mm neck diameter. The landing zone arterial diameter was 4.75 mm distally and 4.75 mm proximally. It was noted the patient's vessel tortuosity was normal. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend, had been deployed more than 50% when it failed to open, and was resheathed more than 2 times. No additional steps or other devices required to open the pipeline. Ancillary devices included neuron max 0.088 guidecatheter.